Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
It was reported to gore that during suturing an anastomosis with the gore-tex® suture, the threat snapped while attempting to tie the knot. This happened seven times with seven sutures of the same lot number each time. It was stated that no suture fragments were left in the patient and that the patient tolerated the procedure.